Event description:
It was reported that the subject device ceramic tip is damaged. The issue occurred during set up and inspection for use, before patient in the room. There was no patient involvement.

Manufacturer narrative:
E1 - address 1 (complete): the device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint is cause traced to component failure. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.